Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating that the voltage was lower than the projected longevity. Technical services (ts) reviewed the reports and stated that the device did not record a code 1003 but confirmed that the remote monitoring disabled (rmd). Ts stated that they would be able to confirm the root cause of the rmd if the files were sent. The appropriate data has not been sent for analysis. The device is scheduled to be replaced. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the device will no longer be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating that the voltage was lower than the projected longevity. Technical services (ts) reviewed the reports and stated that the device did not record a code 1003 but confirmed that the remote monitoring disabled (rmd). Ts stated that they would be able to confirm the root cause of the rmd if the files were sent. The appropriate data has not been sent for analysis. The device is scheduled to be replaced. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating that the voltage was lower than the projected longevity. Technical services (ts) reviewed the reports and stated that the device did not record a code 1003 but confirmed that the remote monitoring disabled (rmd). Ts stated that they would be able to confirm the root cause of the rmd if the files were sent. The appropriate data has not been sent for analysis. The device is scheduled to be replaced. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort indicates that the device will not be returned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating that the voltage was lower than the projected longevity. Technical services (ts) reviewed the reports and stated that the device did not record a code 1003 but confirmed that the remote monitoring disabled (rmd). Ts stated that they would be able to confirm the root cause of the rmd if the files were sent. The appropriate data has not been sent for analysis. The device is scheduled to be replaced. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the device will no longer be returned for analysis.